Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was nonfunctional and unresponsive and displayed black screen. The unit was power cycling (blinking on and off) but failed to boot and users had no access to medication. The user replaced the power cord and tested different power outlets however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2014, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 was found with a shunted controller card, which caused a severe power draw and resulted in the system shutting down. A field service engineer replaced the faulty drawer controller card to resolve and tested functionality. The system functioned as intended after the field service engineer repaired the device.